Manufacturer narrative:
Device passed the displacement test, self test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin was squirting out during the manual prime process. Customer¿s blood glucose level was 148 mg/dl at the time of incident. Customer was disconnected during prime. Customer stated they received second series of beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.